Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an MRI of the cervical spine. The ins was not working. The patient claimed to feel a jolt in some instances from the stimulator and then turned it off because it was not working. The patient felt stinging where the wire went into their back. The patient reported that the jolt occurred 2 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.